Event description:
It was reported that the customer felt tingling and itching after applying the dressing. The patient stop using this dressing. Finally another brand of dressing was used with no symptom.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. No samples were returned for investigation. A clinical assessment was carried out. It was concluded; ¿without the requested clinical information a thorough medical investigation cannot be rendered. Per communication no symptoms were experienced following the change in dressings. Since no further harm is anticipated, no further assessment is warranted at this time.¿ a risk management review was conducted. The risk files for this product outlines type 1 and 4 sensitisation reactions and contact dermatitis as results of skin reactions occurring underneath the dressing. Sensitive skin may be prone to irritation, particularly during application and removal of the dressing. As stated in the IFU for this product, ¿as with all adhesive products, apply and remove carefully from sensitive or fragile skin. If reddening or sensitisation occurs, discontinue use.¿ we have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.